Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3889, implanted: (B)(6) 2017, product type lead .

Event description:
Patient stated that he had doctor¿s appointment today and decided to move forward with implant. Patient also stated that at one point he was not sure if he was improving because he had a weak stream and was unsure if he was emptying. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. Device information is unknown and they provided the patient's weight at the time of the event. The diagnostics and actions/interventions that were taken to resolve the weak stream, start and stop, and the patient's uncertainty as to whether or not they were emptying occurred on (B)(6) 2017. A post-void residual (pvr) was checked via a bladder scan and it was 37ml. No further patient complications have been reported as a result of this event.